Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old male caucasian presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp. The device was placed without issue, however, patient developed "severe hemolysis" during support. As treatment, fluid resuscitation and repositioning was attempted, however, did not resolve the issue. The decision was made to remove the device, at which point the patient's leg was found "cold and dusky in color" with absence of pulses. The physician opted to remove the pump surgically, as he did not feel comfortable removing the device and holding with manual pressure to achieve hemostasis.